Manufacturer narrative:
The pad device was installed on (B)(6) 20 and operated successfully until (B)(6) 2012. The software version was then upgraded on (B)(6) 2012 and the device was successfully powered on. No fault was found with the returned pad device. The pad device performed as expected. However once the software upgrade started an error message appeared before completion. This confirms the fault. The fault was not with the device but with the upgrader software. The ability and performance of the device was not affected. The device was replaced within 24 hours. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it failed to upgrade to new software.